Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿inspection results (measurement, testing data) not verified by iqa assignee ¿. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review is not required because a review of the label could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that while attempting to inflate the foley catheter, the cap of the syringe was missing and the syringe was dry. The sterile outer package was completely intact with no evidence that it had ever been opened. It was also reported that there was no cap on the luer tip. The catheter could not be used and was discarded. Per follow up via mail on (B)(6) 2021, customer had one kit defect and had two others unopened yet. The cap on the luer tip was missing and syringe was dry inside.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that while attempting to inflate the foley catheter, the cap of the syringe was missing and the syringe was dry. The sterile outer package was completely intact with no evidence that it had ever been opened. It was also reported that there was no cap on the luer tip. The catheter could not be used and was discarded. Per follow up via mail on 22apr2021, customer had one kit defect and had two others unopened yet. The cap on the luer tip was missing and syringe was dry inside.